Event description:
It was reported that during a laparoscopic gastric bypass roux-en-y procedure, after the second firing for the side to side anastomosis at the jejunostomy site, the staple line was extremely loose. The staples were not tightly formed. The surgeon had to over sew the entire staple line. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. (B)(6).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clip would not close or sometimes there was a tear drop shaped clip fire. No further details are available and the device was discarded.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with a white cartridge reload present. The cartridge was received fully fired. The device was tested for functionality in the straight and articulated positions with test cartridges reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.